Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many sutures were snapping during the procedure for lot slmdxu? There were 2 sutures used. How many sutures were snapping during the procedure for lot slmekp? There were 2 sutures used. Did the event occur during one or multiple patient procedures? One procedure what is the total number of procedures? One procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an animal surgery on an unknown date and suture was used. It was reported the suture is snapping during procedures. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: event description mentions (pds suture is snapping during procedures). ¿ how many sutures were snapping during the procedure for lot slmdxu? ¿ how many sutures were snapping during the procedure for lot slmekp? ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ if there are additional procedures please list how many sutures were snapping for lot slmdxu and slmekp for each procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07017, 2210968-2023-07018, & 2210968-2023-07019, 2210968-2023-07020, & 2210968-2023-07021.